Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02286, 3005168196-2018-02287, 3005168196-2018-02289.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil) and penumbra smart coil detachment handles (handle). During the procedure, the physician advanced a smart coil through tortuous anatomy into the target vessel and used a handle to detach it; however, the smart coil failed to detach. The physician then made a few more attempts but the smart coil would not detach. Therefore, the physician opened a new handle but the smart coil would still not detach and the physician manually detached the smart coil. Next, the physician advanced a new smart coil in the target vessel but it failed to detach using the second handle. The physician manually detached the smart coil and the procedure was ended. There was no report of an adverse effect to the patient.